Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient claimed to simply flex his knee up and put it back down. Surgeon revised constrained poly liner and 28mm +12 lfit head. Implanted new constrained liner and 28mm +8mm lfit head. At implantation hip was very stable. Patient has had a history of chronic dislocations in past.

Manufacturer narrative:
The patient is 72 inches in height. An event regarding a dissociation between the trident constrained liner and the uhr component involving a trident 0 deg constrained insert 28f was reported. The event was confirmed. A material analysis concluded, ¿it is not possible to determine if the damage observed on the rim of the constrained insert was caused pre or post the reported dislocation. There was no evidence of material or manufacturing defects observed on the examined devices.¿ a review of the provided x-rays by a clinical consultant indicated: ¿there is no evidence that factors of faulty manufacturing or materials were responsible for this clinical situation.¿ a device history review confirmed that all devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot. A material analysis of the returned device and a review of the provided medical records by a clinical consultant both indicated that no evidence of material or manufacturing defects were present. The exact cause of the event could not be determined because of a lack of information. Further information such as pre- and further post-op x-rays, and follow up notes are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patient claimed to simply flex his knee up and put it back down. Surgeon revised constrained poly liner and 28mm +12 lfit head. Implanted new constrained liner and 28mm +8mm lfit head. At implantation hip was very stable. Patient has had a history of chronic dislocations in past.